Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (anatomy) or difficult to open or close (gripper actuation - both). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to procedural conditions (clip interaction with chiari network). The reported tissue injury and difficult gripper actuation are cascading events of the difficult or delayed positioning. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4582 no clinical signs, symptoms or conditions. Health effect- impact code: 2199 no consequences or impact to patient. Codes added: health effect-clinical code: 4559 unspecified tissue damage. Health effect- impact code: 4614 serious injury.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip was inserted and deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw (50218r1085.) Was inserted. However, while in the valve, it was observed that both grippers were not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed and replaced. In the physician¿s opinion, the gripper actuation issue likely was due to interaction of the clip with the chiari¿s network. A new triclip xtw was inserted and deployed on the tricuspid valve, reducing tr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.